Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that while finalizing the securing of the cord with the set screw, the screw failed to engage with the driver; the driver was stripped. A second driver was also found to be stripped. The surgery was completed using a third driver with no patient harm and only a two minute procedural delay. Upon manufacturer investigation, it was discovered that both tether drivers had fractured tips. This is report one of two for this event.